Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose level (65 mg/dl). Reportedly, the wrong settings profile was active on the pump. Customer stated that they rotate between personal profiles due to job needs. Customer did not turn on the right profile needed. Customer drank soda to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their profile settings.